Event description:
Info rec'd indicated that the head up function was not working.

Manufacturer narrative:
Technician found that the head up function was not working and would not work manually due to head up valve being stuck. Replaced head up valve to resolve this issue.